Event description:
Information received indicated the brake casters at the foot end were not holding.

Manufacturer narrative:
The hill-rom tech replaced the foot end brake casters which resolved the issue.